Event description:
It was reported to the MFR that the vns pt has experienced an increase in seizure activity. It is unk if the increase was above pre-vns baseline level. The relationship between vns therapy and the increase is unk at this time. Several changes to the pt's medications were made that may have contributed to the reported increase. Diagnostic tests performed on the pt's device revealed proper device function. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date. The pt's generator has been recently replaced due to end of service. The product analysis results will be reported on mfg report no. 1644487-2010-00041.